Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 20 mg/dl after the health care provided adjusted the pump settings. Reportedly, customer fell and broke their foot as a result of the low bg. Customer consumed carbohydrates to address low bg. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Remove "other serious"; add "hospitalization" and "required intervention" additional information was received reporting that the customer was hospitalized on (B)(6)2020 due to a low blood glucose level of 22 mg/dl. Customer did not recall treatment received while hospitalized, however, suspected glucose and an intravenous drip was administered for treatment. Customer was released from the hospital on (B)(6)2020.